Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the customer experience a high low blood glucose (bg) level of 595 mg/dl, cause was not known. A correction bolus was delivered to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.